Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were persistent "e10" error code on the cardioplegia (cpg) side (channel a) of the heater coller unit. The device was not changed out, as the user shutdown the unit, turned it back on and then it worked. The surgical procedure was completed successfully. Ther was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review (B)(6) 2015: during cpb, there was an "e10" fault code on the side of the hx2 that was used to provide water to the cardioplegia circuit. There were not fault codes or issues with the other channel (water supply to oxygenator), during the case. When the fault code was observed, the hx2 was powered down and re-booted. On re-boot both channels functioned without issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The field svc rep (fsr) tested the operation of the unit and could not duplicate the reported issue. Customer will advise the fsr if this intermittent issue continues. The unit operated to MFR spec and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.